Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that x-ray shows the right ventricular (rv) lead had dislodged. The lead was no longer sensing or capturing. During lead revision, the lead was removed and a new lead was attempted to be implanted but abandoned due to venous occlusion. The patient had an intact av node so the physician elected not to place an rv lead. The rv port on the device was plugged and no lead was placed. No patient complications have been reported as a result of this event.